Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that pocket revision to tack down ipg, so that it doesn¿t tilt in overly sized pocket.